Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure, the implantable pacing lead was opened but was not used for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was attempted to be implanted but had elevated thresholds at multiple sites. The lead was removed and another lead was used.